Manufacturer narrative:
No product was returned; therefore, no visual and functional tests were performed, the reported complaint could not be confirmed, and the root cause could not be determined. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Event description:
It was reported that the leak was confirmed during the pre-use leak check, then the affected item was replaced with another one. There was no patient involvement.